Event description:
Philips received a complaint from the customer reporting the accept button on the v60 ventilator was nonfunctional. The device was not in clinical use. There was no report of harm or other patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue was identified during a service event. The issue was determined to be caused by a failed switch printed circuit board assembly (pcba). The customer initially requested onsite service to evaluate and repair the issue but later concluded the repair would be conducted inhouse. The customer bme confirmed the requested part was received and installed. The issue was resolve with replacement of the switch pcba. The device was operational and returned to service after repairs were completed.